Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was beeping intermittently. Customer reported that there was nothing on the screen or in the alarm history that indicates an alert. Blood glucose level at the time of the call was not provided. No further information was provided.